Event description:
Unomedical reference number (B)(4). Event occurred in the united states. On (B)(6) 2024, it was reported by the patient that four infusion set leaking at the base of the needle upon fill tubing. High blood glucose level was 450 mg/dl. No further information was available.

Manufacturer narrative:
Device 1 of 4. E1: patient country: united states.